Manufacturer narrative:
The pod was received for evaluation fully deployed. The investigation found no damage or deficiencies with the needle mechanism that could have resulted in the needle deploying late. The needle mechanism was manually reset to a non-deployed state and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The cause of the reported event could not be determined.

Event description:
The patient¿s mother reported that during the activation of the pod, the cannula did not deploy as expected. Instead, it only discharged after the pod was deactivated and removed, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed late. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.